Manufacturer narrative:
On (B)(6) 2017, an fse was dispatched to the customer site to address the reported event. The fse replaced the substrate valves due to the intermittent dl flags. The fse ran daily on both substrate bottles all working fine. The fse had the customer run qc on some analytes and qc in range. The customer declined the software upgrade at this time due to workflow. The aia-2000 was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a defective substrate valves. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported dl error flags with the aia- 2000 analyzer. The customer is unable to run fsh, lh2, and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lh2, and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.